Manufacturer narrative:
The reported field events of communication failure and short eri to eol margin were confirmed in the lab. The reported events were consistent with premature battery depletion. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the asymptomatic non-dependent patient presents to the ER stating that during his last check with the cardiologist, he was told that the device had about 3 months left. The patient states that he felt the patient notification 2 months ago and now over the weekend he felt the vibration again. The device was unable to interrogate. Review of the session records revealed evidence of rapid battery depletion and a fast eri to eos interval. It was suggested to schedule the patient for device replacement. Further information notes that the procedure has not taken place. No other information was available.

Event description:
New information notes that on (B)(6) 2017, the device was explanted and replaced without adverse event. The patient remained stable before, during, and after the procedure and will continue to be monitored.